Event description:
It was reported to boston scientific corporation that the patient had an issue with the procedure, which involved a boston scientific corporation mesh product (issue specifics and mesh type unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.